Manufacturer narrative:
No complaint was received with the return of the device. A complete lead was returned in two pieces. Final analysis found external insulation abrasion at 8.1 ¿ 9.2 cm from the connector pin. The abrasion was consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.